Event description:
Case was performed off-pump. The surgeon ((B)(6) addressed the laa towards the end of the case. Upon applying the tigerpaw to the left atrial appendage, and removing the device, a whole in the left atrium was immediately detected. The surgeon could not repair the hole. Therefore, he used his finger to plug the hole and ordered a "crash-on". The patient was then cannulated and put on pump. The appendage was then resected and the hole was closed using traditional methods.